Event description:
It was reported that the patient felt no stimulation from their implantable neurostimulator (ins) which started last night. The patient¿s husband then turned the stimulation up this morning but the still felt no stimulation. The patient was on program 4 and was usually at an amplitude of 2.0 and when they needed to have a bowel movement they increased to 2.2 amp. It was noted that the patient did not always feel the stimulation and felt it ¿on and off¿ but felt nothing now. The patient increased the stimulation to 2.5 (device was on) and still could not feel the stimulation. It was reported that the patient had no falls or trauma related to the issue. The patient increased the stimulation to 3.0 amp and felt the stimulation but not ¿like usual¿. When increased further to 3.3 amp the patient felt the stimulation but noted that the sensation had changed. Specifically, they felt a ¿vibration¿ but it was on the outside of their ¿cheeks¿ and was ¿not like normal¿. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot# va0cwqd, implanted: (B)(6) 2013, product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).